Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod for an unknown duration. The patient explained that they have experienced blockages in the cannula. The patient described a recent event in which their blood glucose rose from 5 to 25 mmol/l while exercising; they pressed the pod away from the skin to observe the cannula, attempted to deliver additional units, initially saw no delivery, and only around the seventh unit did a drop of insulin appear. The patient has discussed this with their healthcare provider and is considering alternative delivery options.